Manufacturer narrative:
An event regarding alleged "size/fit issue" involving a trident liner was reported. The event was not confirmed. Examination of the returned device with material analysis engineer indicated that there was no material integrity issue. No damages observed on the device. However, evidence of use was observed on the insert. No medical records were received for review with a clinical consultant. All devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. The event was not confirmed and the root cause of the event could not be determined. The returned device was returned in used condition and therefore will not meet dimensional specifications. No damages observed on the device. No further investigation is required. If additional relevant information becomes available this investigation will be reopened.

Event description:
It was reported that the trident x3 liner was not fitted in the trident cup. Therefore, the liner was changed with a new one and the operation was successful.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the trident x3 liner was not fitted in the trident cup. Therefore, the liner was changed with a new one and the operation was successful.